Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 23mm 2700tfx aortic pericardial valve was explanted after an implant duration of two (2) years, 10 months due to valve dehiscence and a large aortic valve pseudoaneurysm. The explanted valve was replaced with a 23mm 3300tfx aortic pericardial valve. Additionally, mitral repair, tricuspid repair, and root replacement with vein graft to right were performed. Va ECMO was placed. The patient transferred to the ICU in critical condition post procedure with open chest. He received multiple units of blood. On pod #1, the patient remained on ECMO and was hypercoagulable. Iabp was 1:1. On pod #3, the patient was thrombocytopenic and hypothermic. On pod #4, the patient continued to have severe coagulopathy and required multiple product transfusion. All of his values were incompatible with life. The patient ultimately expired on pod #4.

Manufacturer narrative:
F10: device code 3191 = valve dehiscence. H10: additional manufacturer narrative: updated sections b5, b7, f10 (device code). Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In rare occasions, during the initial implant procedure, a suture or sutures may tear through the annulus requiring valve exchange or repair with standard surgical techniques and does not lead to serious injury or death. The root cause of this event cannot be conclusively determined with the available information. There is no information suggesting there was any malfunction or deficiency of the edwards valve. This event was likely due to patient and/or procedural related factors. The subject device is not available for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Requests for additional information and for product return has been made. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. Although the reason for the redo-avr is unknown, there has been no allegation of product malfunction or deficiency. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 23mm aortic pericardial valve was explanted after an implant duration of two (2) years, 10 months due to unknown reasons. The explanted valve was replaced with a 23mm 3300tfx aortic pericardial valve. No other details were provided.